Event description:
It was reported that a tsw35 was used during a resection. It was reported by the affiliate that the instrument malfunctioned after reload with an evu35. The instrument does not fire. Pt was converted to open.